Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed to be within the cartridge pigtail and infusion set tubing. Reportedly, the customer had not performed the air removal process when loading the cartridge onto the pump. Insulin deliveries were resumed to address the issue. Blood glucose level ranged between 140-150s mg/dl.